Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a call was received from an eye care provider¿s (ecp) representative who reported that a patient (pt) was diagnosed with a corneal ulcer while wearing the 1-day acuvue trueye contact lens. The ecp¿s representative reported that the pt said that he/she was at the beach last week and was diagnosed with the corneal ulcer by another ecp. The representative reported that the pt was now at the ecp¿s office. On 08/02/2016 a call was received from the ecp¿s office and additional details were received as follows: the pt was seen on (B)(6) 2016 and the od corneal ulcer was healing. The representative reported that the corneal ulcer was ¿between 5:00 and 6:00 and was not in the visual axis. The representative reported that the pt has a corneal scar. The ecp¿s representative reported that the pt was initially treated with vigamox, but the frequency is unknown. The representative reported that they would contact the pt for the lot number and availability of product for return for evaluation. No additional medical information has been received after multiple attempts to the ecp¿s office. The lot number and product availability is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.